Manufacturer narrative:
The product arrived for evaluation and the evaluation was completed. The suspect foresight sensor was tested in the product lab. The st02 readings were monitored using a known good working hemosphere instrument. There were no error messages observed. The readings obtained were not low readings. The suspect foresight sensor passed the sensor testing. A visual inspection found no damage to the adhesive pad or the sensor. The reported issue of inconsistent value readings was not confirmed.

Manufacturer narrative:
This foresight sensor product was used with a second foresight sensor product in this event. The MDR submission number for the second sensor is 2015691-2023-10848. The product has not arrived for evaluation. When the evaluation has been completed and the findings are available, a supplemental submission will be sent with the findings.

Event description:
It was reported that there were inaccurate readings with the foresight sensor. The lot number is unknown. The sensor placement was cerebral. There were two foresight sensors used with the patient, one on each side. During the procedure the edwards representative reported that the signal was going in and out. One side had a reading significantly lower than the other side. The reading did not correlate with the clinical setting. There was no inappropriate patient treatment administered. The patient demographics were requested and are not available. There was no patient harm or injury.

Manufacturer narrative:
The device has been requested for return. Once received and evaluated and the evaluation findings are available a supplemental submission will be submitted. The lot number is unknown; therefore, the device history record review is unable to be completed. The UDI number is unavailable. When the MDR submission number for the second foresight sensor involved in this event is available, it will be sent in a supplemental submission.